Event description:
During an in clinic follow up, noise resulting in oversensing and pacing inhibition was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable.